Manufacturer narrative:
H3 other text : evaluated by third-party.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. In addition to the above findings, it was also determined there were scratches on the user interface panel and a timeout error had occurred on the device. The third-party service center replaced the top enclosure and user interface screen panel. After the parts were replaced, the operating software was upgraded and a final test was performed on the device, which passed on the device.